Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged with foreign material, watertightness was lost due to damage on the up/down knob, watertightness was lost due to damage on the right/left knob, the suction cylinder was discolored, there was a gap between the color ring and protector of the control section, the control unit was shaved, the scope connector cover unit was discolored, the insulation resistance at the distal end was out of standard, the air/water supply was insufficient due to clogging of the air/water tube and nozzle, the right/left knob had play, the tightness of the braid had become uneven due to deterioration of the the braid of the bending tube, the distal end cover had a dent, the light guide lens was cracked, and the universal cord had the coating peeling. Scratches were found on the flexibility adjustment ring, the grip, the switch box, the scope cover, the light guide cover glass, the image guide protector, the objective lens, and the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an aspiration problem. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a black foreign matter - however, it could not be further identified. The suggested phenomenon could not be presumed further from the information acquired in this investigation. Olympus will continue to monitor field performance for this device.